Event description:
Following the atrial fibrillation ablation and cti line, a trace pericardial effusion on echo was noted. A pericardiocentesis performed which stabilized the patient. There was a moment of high force on the ablation catheter under right lower vein after coming off rf. It is unknown whether this lesion or something else caused the trace effusion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.